Event description:
It was reported that during a sigmoidectomy procedure, the device fired malformed staples. A like device was used to completed the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.